Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that the ilet displayed an occlusion alarm. The tubing was tested, no kinks or bubbles were observed, and insulin delivery was resumed. The user continued insulin pump therapy without interruption and was advised to monitor for recurrence. The blood glucose was not affected.